Event description:
An operator was injecting the contents of a surefil 6% sequencing gel cartridge into a microcell electrophoresis cassette. The cartridge failed under pressure and the acrylamide in the cartridge splashed onto the face of the operator, exposing the operator to a neurotoxin. The surefil cartridge was thought to be damaged prior to use, but the damage was not visible to the operator. There has been no report of adverse health consequences as a result of this incident.

Manufacturer narrative:
The operator was following proper safety procedures and was wearing safety glasses and other personal protective equipment as directed in the product labeling. The operator was splashed in the face with the acrylamide. The labeling indicates that the product is toxic and directs the user to wash copiously with water in case of contact. The operator cleaned her skin with water immediately and consulted with the medical doctors in the laboratory. No other defective cartridges have been reported or found during inspection of samples of the lot retained by the manufacturer and newer lots in stock. For medical device reporting purposes this event is considered closed.